Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had erythema that resulted surgical intervention on the ins, however specifics regarding the surgical intervention were not provided. The clinical diagnosis was abdominal device exposition. The etiology was indicated as possibly related to device or therapy, along with the patient's body features. The event was ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the ins migrated causing erythema, and the device was partially exposed through the skin. Examination results on (B)(6) 2018 indicated device exposition and infection. The event resulted in medical/surgical intervention to prevent life threatening illness/injury or permanent impairment to a body structure or body function and unscheduled clinic/office visit on the date of the exam. The patient will be explanted, but an explant procedure had not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2019. The ins was explanted and not replaced.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.